Event description:
It was reported that the 9600 system had poor image quality and the monitors were blank. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The facility biomedical engineer modified the system. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.